Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced multiple electrical resets, with the most recent reset occurring on (B)(6) 2024. Multiple cardioversions were performed previously, one on the same date as latest reset. It was noted that the device required reprogramming in person. The healthcare provider confirmed the electrical reset and acknowledged it on carelink, with counters showing appropriately. The pdd file was pulled and sent for review. It was confirmed that the device had recovered and should function as expected, with carealerts resuming after the reason for monitoring is reprogrammed on the device. It was further noted that the reason for monitoring has been reset and showing as '???'. No patient complications have been reported as a result of this event.